Event description:
It was reported via repair work order that the cot moves on it's own due to a stuck button assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.